Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Associated products : item#: unknown; kne-persona-femorals-unk lot#: unknown; item#: unknown; kne-persona-bearings-unk lot#: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2022 -00046, 0001822565 -2022 -00044.

Event description:
It was reported that patient underwent left total knee arthroplasty 14 months ago. Subsequently, patient had no issues immediate post op but started to experience swelling and stiffness/tightness shortly after. Patient had difficulty walking, standing, getting up and down from sitting position. Patient was able to walk up to one mile. Patient underwent an aspiration to remove fluid approximately 6 months ago and got no relief. Approximately 3 months ago symptoms started to get worse; patient was now experiencing pain and can't stand for more than 10 min, can't get up and down, can't bend knee, can't walk any distance without pain. Patient underwent second aspiration last month and fluid was sent for testing for infection. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 3007963827 -2022 -00027.

Event description:
No further event information available at the time of this report.